Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and h6 patient codes. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a disrupt-af study, that the patient experienced vasospasm and required nitroglycerin to be administered to alleviate coronary spasm during the pulsed field ablation (pfa) procedure. The device is not expected to return. No further information is available. It was further reported that the EKG following ablation showed normal sinus rhythm, no st elevation or depression. No prophylactic nitro was given prior to the event. The patient was discharged. However, approximately three days post ablation, the patient reported symptoms worsened. The patient noted that these symptoms occurred prior to ablation but worsened after. Angiography was not performed during the emergency department visit. Clinical symptoms of the event consisted of persistent dizziness, shortness of breath, fatigue, chest pain and lightheadedness. It was mentioned that the patient had a history of coronary artery disease (cad) since november of 2025. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study disrupt-af, subject ID: (B)(6). It was reported that the patient experienced vasospasm and required nitroglycerin to be administered to alleviate coronary spasm during the pulsed field ablation (pfa) procedure. The device is not expected to return. No further information is available.